Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact on patient images. Philips field service engineer (fse) went to the site to evaluate the system. The fse went to the site to evaluate the system. The fse completed a bad detector test (addressed in pr8684865). However, the artifact issue was not resolved. The fse returned to the site and found that there was a crack in the compensator of the a-plane collimator. The fse replaced the a-plane collimator and successfully completed calibrations on the system to resolve the artifact. The fse reported confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is functional and in clinical use. This issue has been determined not to be a reportable event.